Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk.

Event description:
It was reported that during a lap sigmoidectomy, deployed staples were almost unformed. The doctor commented that there was no resistance of cutting the washer at firing though the device was treated properly. The device was used on the colon. The site was recut and anastomosed again with another device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m55896. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.